Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error with an open book image after being exposed to water and pump died. The pump showed physical damage, including a crack near the battery tube side, and fluid was reported in the battery compartment. The damage impacted the pump's functionality. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including advising the customer to disconnect the pump, check the battery cap and o-ring for issues, and place the pump in storage mode by removing the battery and pressing the back button until the screen turned off. The customer was instructed to discontinue pump use, revert to a backup plan as per the healthcare provider's instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation, unit first gave a critical pump error (open book) and then remained on a flashing white display. Unable to download history files and traces using thump software due to flashing white display. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to display anomaly. Unable to confirm unexpected battery power loss due to constant flashing white display. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies, including motor flex connector and motor force sensor flex connector, keypad flex connector, and electronic stack connectors. Unit was also received with cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, scratched case, and pillowing keypad overlay. In conclusion, unit was received with critical pump error (open book) and remained on flashing white display due to corroded electronic assembly. Isolate to electronic assembly. Additionally, customer concern with crack along battery compartment was confirmed when cracked case (battery tube) and battery tube threads - cracked were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.